Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Therapy no longer working for patient's retention. During programming session she stated she felt stimulation around the battery and pocket site. They tried multiple programs with the same result. Unknown what has led to the event. The patient did state she had rf ablation and chiropractic work done near implant site. Issue was identified because patient called office. The impedance check was normal on (B)(6).the health care provider decided to leave battery off after programming session and ordered x-ray. It was later reported about a week later that x-ray was taken and according to the physician the lead looked like it moved out of place. The lead revision was scheduled for (B)(6) 2015. The patient issue was not resolve at this time. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. This event was also reported under manufacturer report # 3004209178-2015-23162.